Event description:
An operating room director reported experiencing low illumination. The timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2011. Based on qa assessment, the product met specifications at the time of release. Table top illuminator was received for evaluation. A known good lamp and returned illuminator were installed into a calibrated system. The reported event of low illumination was replicated through functional testing. The illuminator was disassembled and inspected for nonconformities. A visual assessment revealed a cracked aspheric collimating lens in port 1 of the optics module. A cracked lens will produce low illumination. The root cause of the reported event can be attributed to a cracked aspheric collimating lens. However, how or when the lens became cracked cannot be determined conclusively. An internal investigation was opened to address this issue. (B)(4).